Event description:
It was reported that a patient underwent a cardiovascular procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that the catheter had a problem with the contact sensor. No adverse patient consequence was reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis of the returned sample revealed foreign material inside the pebax on the device. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. (Bwi) product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax. The device was inspected, under microscopy, to identify if there was damage on the pebax that caused the foreign material inside of it. A hole was found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to a carto 3 system, and force sensor error 106 was observed on the system. Damage on pebax could be related to the issue reported by the customer. It should be noted that device failure is multifactorial. Even though no force error was present during the screening test. Contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A device history record review was performed for the finished device 30739563l number, and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).